Manufacturer narrative:
A review of the manufacturing documentation associated with lot f1802302 presented no issues during the manufacturing process that can be related to the reported event. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, the 6f-7f mynxgrip vascular closure device (vcd) failed to insert in the sheath by resistance. There was no reported patient injury.

Manufacturer narrative:
Addendum for additional information received: the mynx vcd device was used in an interventional coronary procedure. The user was trained on the mynx device. The femoral artery¿s suitability was verified on angiography or venography (mynxgrip only), including the insertion angle (30-45 degrees) of the vascular sheath introducer. There was no presence of peripheral vascular disease (pvd) / calcium in the vicinity of the puncture site. There was no excess force applied during insertion. The sheath used was not kinked/bent upon removal and there was no visible bent/damage in distal end of the balloon shaft after removal. The patient was not morbidly obese. Hemostasis was achieved with manual compression which was done for less than thirty minutes. The patient was neither hospitalized nor was the patient's hospitalization extended as a result of the event. The patient is noted to have recovered. As reported, the 6f-7f mynxgrip vascular closure device (vcd) failed to be inserted into the sheath due to resistance. There was no reported patient injury. The user was trained on the mynx device. The patient was not morbidly obese. The mynx vcd device was used in an interventional coronary procedure. The femoral artery¿s suitability was verified on angiography or venography, including the insertion angle (30-45 degrees) of the vascular sheath introducer. There was no presence of peripheral vascular disease (pvd) / calcium in the vicinity of the puncture site. There was no excessive force applied during insertion. The sheath used was not kinked/bent upon removal and there was no visible bent/damage in distal end of the balloon shaft after removal. Hemostasis was achieved with manual compression which was done for less than thirty minutes. The patient was neither hospitalized nor was the patient's hospitalization extended as a result of the event. The patient is noted to have recovered. The device was not returned for analysis. A device history record (DHR) review of lot f1802302 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported ¿catheter inability to advance in sheath¿ could not be confirmed as the device and sheath were not returned for analysis. The exact cause of the inability to advance in the sheath could not be determined. Based on the limited information available for review, access site vessel characteristics (such as tortuosity) and/or the condition of the procedural sheath (although reported that it was not kinked/bent) may have contributed to the resistance felt during device insertion. A tortuous vessel may cause difficulty for the catheter tip to make the "turn" into the vessel. According to the mynxgrip instructions for use (IFU), which is not intended as a mitigation, it instructs the user to flush the procedural sheath with sterile heparinized saline. After deflating the balloon during prep of the device, insert mynxgrip into the procedural sheath up to the white shaft marker. Neither the DHR review nor the information provided suggests that the reported failure could be related to the manufacturing process of the unit. Therefore, no corrective/preventative actions will be taken at this time.

Manufacturer narrative:
As reported, the 6f-7f mynxgrip vascular closure device (vcd) failed to be inserted into the sheath due to resistance. There was no reported patient injury. The user was trained on the mynx device. The patient was not morbidly obese. The mynx vcd device was used in an interventional coronary procedure. The femoral artery¿s suitability was verified on angiography or venography, including the insertion angle (30-45 degrees) of the vascular sheath introducer. There was no presence of peripheral vascular disease (pvd) / calcium in the vicinity of the puncture site. There was no excessive force applied during insertion. The sheath used was not kinked/bent upon removal and there was no visible bent/damage in distal end of the balloon shaft after removal. Hemostasis was achieved with manual compression which was done for less than thirty minutes. The patient was neither hospitalized nor was the patient's hospitalization extended as a result of the event. The patient is noted to have recovered. The non-sterile 6f-7f mynxgrip vcd involved in the reported complaint was returned for investigation. Visual inspection of the returned device showed that the shuttle cartridge was engaged to the handle. The procedural sheath was not returned for investigation. The catheter was inspected for anomalies. No anomalies were observed. Functional testing was performed on the received device. The sheath involved in the event was not returned; therefore an applicable lab sample was used for performing the insertion on the returned device per the mynx instructions for use (IFU). No resistance was felt during investigation when the device being inserted and withdrawn. Visual inspection at high magnification showed the catheter¿s distal tip was slightly bent. A product history record (phr) review of lot f1802302 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported ¿catheter inability to advance in sheath¿ was not confirmed through analysis of the returned device since no issue was noted during functional analysis. The root cause of the issue reported by the customer could not be conclusively determined during analysis. Based on the limited information provided and the product analysis, procedural and/or handling factors may have contributed to the issue. Additionally, the cause of the resistance experienced may have been attributed to the condition of the patient¿s vessel (although it was reported that there was no presence of pvd/calcium in the vicinity of the access site) or the condition of the sheath (which was not returned) since the mynxgrip device was able to be inserted into a lab sample sheath with no resistance. A tortuous access vessel may cause difficulty for the catheter tip to make the "turn" into the vessel/sheath. Analysis also found that the distal tip was slightly bent; however, the customer reported that there were no kinks noted to the device after removal; therefore, this condition may have occurred during shipping for analysis. According to the mynxgrip instructions for use (IFU), which is not intended as a mitigation, it states to insert the mynxgrip into the procedural sheath up to the white shaft marker, then inflate the balloon until the black marker is fully visible on the inflation indicator. Neither the phr review nor the product analysis suggests that the reported failures could be related to the manufacturing process of the unit. Therefore, no corrective/preventative actions will be taken at this time.